Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 03/15/2026. On (B)(6) 2026, it was reported that at around 1:00 am when the patient was at home, they passed out and her husband needed to call the ambulance. When the ambulance came, the dexcom was reading 120 mg/dl and the bg reading was 20 mg/dl. The patient was taken to the hospital in which she was treated with ¿sugar water¿. The patient stayed less than 24 hours at the emergency department (ed). At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.